Manufacturer narrative:
Correction: conclusion codes updated to proper values.

Manufacturer narrative:
Onsite investigation was performed and the field representative was unable to replicate the reported event as system functioned as intended. Site reported that a system reboot resolved the issue. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they were ready to take an image but the site's rt mistakenly turned off the mobile view station (mvs). They ended up restarting both the mvs and image acquisition system (ias) but the imaging system displayed "system booting please wait". They did not use the system for the case due to this occurrence and continued without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.